Manufacturer narrative:
As the device remains implanted in the patient, the product is not expected to be returned at this time. Additional information has been requested. An investigation has been initiated based on the reported information.

Event description:
The surfix's sales representative has reported the following incident: a femoral plate broke at the level of a hole. A revision surgery is planned to remove the broken plate.